Event description:
User (rn) called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, for assistance in troubleshooting a leak in iab alarm. User said the pump kept alarming constantly even after pressing start each time. User verified there was no presence of blood or discoloration in the helium tubing, all tubing and connections were secure, free from kinking, and connected appropriately. The esp personel explained the nature of the alarm and why simply pressing start without re-filling the circuit was ineffective. Then the esp personel had user perform a fill and press start which resolved the alarm and resumed therapy. Then the user stated that the patient was ventilated with a peep of 8. The esp personel explained that that the alarm was likely triggered by a rise in intrathoracic pressure due to the high peep. User was grateful for the support. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.